Event description:
The patient had called out saying the IV was leaking while her antibiotic was infusing. I stopped the IV pump to assess and when I went to disconnect the IV from the patient, fluid sprayed from the patient's IV and at the tubing end like pressure had caused it to do so. I don't think there was blood in the tubing and as far as I can tell my skin is intact. This is the second time this has happened to me regardless of the IV types we have used.

Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of connection issues could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because the lot number is unknown. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.